Manufacturer narrative:
This report is submitted on october 27, 2020.

Event description:
Per the patient, they developed an infection at the implant site beginning (B)(6) 2020. Additional information has been requested but has not been made available as of the date of this report.